Event description:
Patient reported obtaining a blood glucose result of 689 mg/dl, while using the suspect device. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Patient did not take any action based on this value. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.